Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, an old bipolar resection core was connected to a newly installed generator and it did not work/non-compatibility. The procedure was aborted.

Manufacturer narrative:
Additional information: b5, d4 (UDI#), g3, h4, h6 replaced imf to imf: insufficient health impact information additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, when an old bipolar resection cord (lot: x240x) was connected to a newly installed generator (sn: (B)(6)), it did not work/non-compatibility, another ft0021s (lot: y180x) was used for which also did not work with the vlft10gen (sn: (B)(6)) and three other vlft10gen. The patient was already under anesthesia, the surgeon had to use the monopolar cutting loop connected to the monopolar cord, instead of using the bipolar cutting loop electrode connected the bipolar cord to resect the tumor. After the procedure, the patient was extubated and transferred to pacu (post-anesthesia care unit) for recovery from anesthesia. After recovery, the patient was transferred back to his room.